Event description:
Received a report from a school nurse informing the co that a teacher had inserted and later removed a tampon she had purchased from the school bathroom's vending machine. The following day, the teacher experienced abdominal cramps and sought a medical examination. The teacher advised the school nurse that the dr removed a place of a tampon pledget. The school nurse indicated she cannot release the name and address of the teacher without their permission.